Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open hepatectomy, it was planned to be used for glisson's capsule and an attempt was made to approach and fire, but it did not move. When checking the reload, the staple at the proximal site was found to slightly come out. A new reload was taken out and dealt with to complete the case. There was no patient injury. Medtronic's initial evaluation of the incident device found that the reload was pre-fired and the interlock was engaged. Staples were protruding from the proximal end of the staple cartridge channel. The jaw of the reload was open.